Event description:
A nurse was monitoring a pt who had a limitorr and lumbar catheter in place. The doctors orders were to drain 13mm of (csf) cerebrospinal fluid per hr. The nurse left the 13mm in the burette and when he checked on the pt a while later the whole burette and the acorn filter had filled with csf. He immediately clamped off the limitorr. He said the valve did not shut off and he was worried about overdrainage. The staff continued to use if but just monitored the pt more diligently assuming that the shut off valve did not work. The pt did not incur an injury or require a revision. The pt was eventually moved to the step down unit.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.